Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that he is experiencing low blood glucose levels. Customer's blood glucose reading was 38 mg/dl, while the sensor glucose was 200 mg/dl. Customer reported that he did multiple fingersticks and all blood glucose reading results were around 35 mg/dl, 36 mg/dl, 37 mg/dl, 38 mg/dl, and 40 mg/dl. Customer declined to troubleshoot. Product is not being returned or replaced.